Manufacturer narrative:
The investigation determined that higher and lower than expected quality control results were obtained from non-vitros biorad lot 56740 quality control fluid when using vitros chemistry products caxt slide lots 7423-0020-7717 on a vitros xt 7600 integrated system. The assignable cause of the higher and lower than expected results is an instrument issue with the vitros xt 7600 system. An ortho field engineer performed service actions on two separate dates 27 dec 2024 and 31 dec 2024. The service actions performed included the following: -cleaned microslide incubator and dispense blade -performed dispense blade, us metering, and cm incubator adjustments -corrected slide supply 1 plunger alignment -replaced worn parts including the dispense blade, leak test pad, wash shuttle roller and spring feed, proboscis, evaporation caps and three bearing pads -worked with the laboratory technicians to perform daily and weekly maintenance on the vitros xt 7600 system. -processed scrap slides and patients to ensure that the microslide incubator, supplies, and metering were all operating within expectation. -verified all adjustments and performance tests for the microslide incubator were acceptable acceptable quality control results were obtained for vitros ca lot 7423-0020-7717 following these actions. The customer continued to process this lot and obtain acceptable results until they moved into a new lot on 03 jan 2024, indicating that a lot related issue was not a like contributor to the event. Additionally, continual tracking and trending does not indicate a systemic issue with vitros ca lot 7423-0020-7717.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected quality control results were obtained from non-vitros biorad lot 56740 quality control fluid when using vitros chemistry products caxt slide lots 7423-0020-7717 on a vitros xt 7600 integrated system. Biorad lot 56740 level 1 result of 8.62 mg/dl versus the expected result of 5.746 mg/dl biorad lot 56740 level 3 results of 4.63, 5.58, 5.66, 5.98, 9.03, 7.83, 6.78, 5.92, 6.15, 7.99, 8.18, 9.64, 7.05, 7.72, 7.87, 7.82, 6.86, 7.62, 8.45, 4.77, 9.44, 9.06, 9.00, 9.10, 9.11, 9.10, 8.92, 8.91, 8.86, 8.86, 8.86, 8.86, 8.85, 8.93, 8.85, 8.90, 8.89, 8.94, 8.94, 8.91, 8.90, 8.96, 8.93, 8.97, 9.00, 8.90, 8.89, 8.83, 8.82, 8.86, 8.89, 8.86, 8.83, 8.88, 8.91, 8.85, and 9.88 mg/dl versus the expected result of 12.23 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros caxt results were obtained from a non-patient control fluid. It was requested but not confirmed if patient results were affected during the timeframe. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).